Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose values ranging from 60 to 200 mg/dl while using the ilet bionic pancreas, with the user noting the device time setting had been switched from am to pm and receiving guidance to allow the system to correct on its own without overtreatment or delivering meals. Symptoms included hypoglycemia. Outcomes included no injury, no medical intervention, no third-party assistance, and continued device use. Investigation included user interview and troubleshooting with education on best practices. Investigation of this case revealed user-reported time setting error and successful self-treatment of a low, with the device expected to continue learning and adjusting. It was concluded that the event involved hypoglycemia with an unclear cause and that the device functioned as designed with user factors contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.